Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received a result of 304 mg/dl on his aviva system and a result of 149 mg/dl at the lab. No adverse event was reported. The alleged product was replaced and requested for evaluation and replacement was arranged.